Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed user interface pcb and system control pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported failure. Further component root cause was not determined.

Event description:
Customer reported that the device locked up. There was no report of patient use associated with the reported event.